Event description:
It was reported that following a catheter replacement (see MFR report # 3007566237-2010-00856), the pt continued to have no pain relief. The pt reported that by that time, he had gone into so many surgeries that his back had built up scar tissues so that the MRI scanner was not able to bypass all the scar tissue. The pt was seen in (B) (6) 2008 by a different hcp. The hcp at that time, removed the entire system. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).